Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: four used samples were received for evaluation. The samples were visually and functionally tested and the cuff of each set was observed to inflate as normal. The customer reported complaint was not able to be replicated or confirmed. The product's history records were reviewed and there were no non-conformances that would have resulted in the reported complaint.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that two trach¿s were reported with the issue, the cuffs were not inflating properly, the cuff got stuck on one side and does not inflate full like a balloon. Rushed two more trachs (same lot) and the client had the same issue. There was no patient involvement and no patient harm/adverse event reported.